Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after undergoing an ion biopsy procedure as part of a clinical study, the patient developed a pneumothorax and hypercarbia that required chest tube placement and medical intervention. The target lesion was 16 mm x 15 mm x 13 mm in size and located in the right middle lobe (rb4/lateral) 5.6mm from the pleura. A 21g flexion needle, a cytology brush, and thirdy party forceps were utilized during biopsy. The procedure was completed without complications or delays. There was no report of a malfunction of ion devices during the procedure. Post-procedurally, a chest x-ray showed a moderate right pneumothorax; it required a 14 french chest tube placement. The patient also displayed hypercarbia and was placed on bilevel positive airway pressure (bipap) in intensive care unit (ICU). The patient's venous blood gas was initially found to be pco2 of 65 with ph of 7.27 but improved to pco2 76 with a ph of 7.4 at the second venous blood gas test. The patient was discharged the next day without further complications. The study investigator assessed the hypercarbia to be related to patient's pre-existing condition, but not related to either ion device nor the procedure itself. The pneumothorax was assessed to be related to the procedure and the patient's condition, but not related to the ion devices.